Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric stapling on a laparoscopic gastroplasty, the surgeon activates the device, but it did not fire the clip. When activating the device again, it released open clips and fell into the patient¿s cavity but were removed immediately. Another device was used to complete the case. There was no patient injury.